Event description:
A customer is reporting that :the lamp heated a lot" prior to a vitrectomy surgery. The procedure was completed using an alternate system with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 05/08/2014. (B)(4).